Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.2 pocket e1 failed to open and unable to recover, which located on ohbehavior. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that assy tray hh (pn 356450-01) with physical damage and signs of thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue part analysis: the reported condition of drawer failure was confirmed by field service engineer and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), the fse logged into hardware test application and released the cubie starting with drawer 2.1 and pocket a1 would not be released. When it was manually released, a screw was found underneath the tray. The fse shutdown the device and replaced the tray that was damaged. The fse loaded the application to allow firmware to update for the new tray. After that, the fse logged into hardware test application and removed debris found in drawers 2.1, 2.2, 3.1 & 3.2. Finally, the fse ran tests in hta and the customer inventoried medications in the drawers 2.1 and 3.1. The report was closed. During dchu visual inspection: pn 356450-01: the "assy tray hh" was received with a burned muscle wire, melted plastic and physical damage on the pcb. During dchu testing: pn 356450-01: no dchu testing was performed due to the thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation it is determined that the root cause of the complaint component was generated by the damaged "assy tray hh" (pn 356450-01) with physical damage and signs of thermal damage, that caused the failure.